Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. This failure is being investigated under supplier CAPA-(B)(4) and mitek CAPA-(B)(4) . The root cause has been attributed to the material selection combined with off axis use. These drivers are made of 440c stainless steel which has a low fracture toughness, making it more susceptible to fractures and breaking. This product is being recalled after initial investigation of this failure (B)(4). Reference internal recall number 1221934-05-10-17-001-r. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This lot was released in two batches on jun 16, 2016 and aug 11, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The affiliate reported via email the screwdriver is broken off at the tip. However, the tip could be removed intraoperatively. The procedure was completed with same like product with a five minute delay. Additional information received via email from the affiliate on 3-17-2017. The tip of the screwdriver did fall into the patient.